Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states he had insulin pump button issues and no delivery. He states he has to press the buttons more than once before the insulin pump would respond. Customer's blood glucose was 138 mg/dl. Customer was advised to replace insulin pump and revert to back-up plan per health care provider. Customer also requested to have serter replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. However, the device passed the displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. The unit had cracked display window corner and cracked reservoir tube lip.